Event description:
It was reported that the patient with this artificial urinary sphincter (aus) recently began to experience urinary incontinence. A magnetic resonance imaging (MRI) showed that the balloon appearing to have no fluid. A replacement surgery was performed in which a new aus system was implanted. The source of the fluid leak was not identified. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.